Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by our edwards lifesciences affiliate in switzerland, during the transfemoral transcatheter aortic valve replacement (tavr) procedure with a 23 mm sapien 3 ultra resilia valve inside a non-edwards valve, the 23 mm commander delivery system balloon burst when the valve was completely deployed.

Manufacturer narrative:
A supplemental report is being submitted for correction and includes additional information from the investigation. The following sections of this report have been corrected/updated: h6 (type of investigation, investigation findings, investigation conclusions) and h11 (additional narrative/data). The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation as it was discarded. Due to the unavailability of the device, no visual inspection, functional testing, or dimensional analysis could be performed. In addition, there was no imagery provided for evaluation. The instructions for use (IFU), and training manuals have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. In this case, the balloon burst was unable to be confirmed. The presence of a manufacturing non-conformance was unable to be determined. However, review of the device history record (DHR) did not provide any indication that a manufacturing non-conformance would have contributed to the event. A review of the IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. As reported, "during the transfemoral transcatheter aortic valve replacement (tavr) procedure with a 23 mm sapien 3 ultra resilia valve inside a non-edwards valve, the 23 mm commander delivery system balloon burst when the valve was completely deployed." During manufacturing, balloons are 100% visually inspected at several different steps and devices are 100% leak tested. Therefore, it is unlikely that the delivery system left the manufacturing site with balloon damage. Additionally, there was no note of abnormalities or leakage on the delivery system during device preparation and de-airing, suggesting that there was no issue with the device when removed from packaging. Therefore, it is unlikely that a manufacturing non-conformance could have contributed to the event. Although the balloon was inflated with nominal volume, it was indicated that the sapien 3 ultra resilia valve was implanted within a pre-existing non-edwards valve. Therefore, it is possible that the balloon may have interacted with the pre-existing valve upon inflation, contributing to a balloon burst. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, physical interactions between the inflated balloon and any rigid characteristics associated with the pre-existing bioprosthesis could compromise the structure of the balloon wall via the following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. In this case, although a definitive root cause was unable to be determined, the available information suggests that patient factors (pre-existing valve) likely contributed to the reported balloon burst. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.